Manufacturer narrative:
(B)(4).

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on 01-08-2024. It has been reported that there was a difference in readings of nearly 200 mg/dl. There were no reported glucose values available to search within the parkes error grid calculator. The data investigation found a difference in values that falls within the c zone of the parkes error grid. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction. H2: type of follow up- correction. H6: health effect - impact code- correction. H6: health effect - clinical code- correction.

Event description:
Subsequent to the initial MDR, a correction is required.